Event description:
It was reported that the patient had a syncopal episode while eating lunch in hospital one day after implant. The right ventricular (rv) lead had high thresholds and dislodgement was suspected. The patient will be transferred back to the implanting hospital for rv lead revision. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645 implantable pacing lead (B)(6) 2014. (B)(4).